Event description:
A ventilator was returned to a third-party service center for routine preventative maintenance. There was no allegation of device malfunction. The device was not reported to be in patient use. During the evaluation of the device at the third-party service center, an error code related to a permanent failure of the internal battery fault was observed. The technician recommended replacing the device's motor blower assembly to address the issue. No further investigation is required at this time. Additionally, the device was visually inspected and found no evidence of foam degradation. During the evaluation, no foam particles were observed. The device has been remediated; the software has been upgraded and passed all final testing.